Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via call the patient was hospitalized due to high blood glucose level. Patient's current blood glucose level was 188mg/dl. Customer was declined for troubleshooting. The insulin pump will not return for analysis.